Event description:
A medtronic representative reported that, while in an ent procedure, the surgeon was unable to register the patient and verify instruments due to intermittent tracking. The surgeon opted to complete the procedure, as scheduled, without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4). Medtronic investigation of returned generator finds that when the field generator was connected to a test system with the ent application for a 72 hour burn-in period. Verified a registration probe at 1.0mm. Verification, tracking, and accuracy look normal with this emitter. Flexing the cable does not indicate any intermittent opens. The unit passed the pegboard test with an error of 2.139mm. Fully functional - no fault found - device did not cause event. - RMA issued. Replacement axiem 4-port emitter shipped to site (B)(4) 2013. Medtronic investigation of returned emitter finds that when the axiem unit was connected to a test system with the ent application for a 72 hour burn-in period. Verified a registration probe with an error of .8mm. Tracked thru the entire phantom head volume with all tabs in green status. The unit passed the pegboard test with an error of 2.335mm. Fully functional - no fault found - device did not cause event. - medtronic representative performed a navigation system check-out on (B)(4) 2013. All areas passed except instruments p/f: emitter was picking up drf or instrument trackers intermittently. This issue resolved.